Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Description of incident: after several trials by several professionals, an air bubble was observed to form in the barrel of the bd plastipak 60mi syringe (luer lock) connected to an electric syringe pump during infusion. The flow rate applied was 2mi/h. Clinical consequences and current status of the patient or person involved: risk of air embolism. Stop the infusion and then resume after purging and/or re-preparation. Preparation. The incident occurred several times with different syringes from this batch. Actions taken within the establishment a syringe was retained for examination. The batch was withdrawn from service.

Manufacturer narrative:
(B)(4): follow up MDR for device evaluation: one sample was provided to our quality team for investigation. The product was thoroughly inspected; no damaged or related defects were identified within the syringe. A functional test was performed by aspirating liquid into the syringe. A small air bubble was noted during the process; however, it could be easily removed by tilting the syringe to allow the bubble to rise to the top and be expelled. A device history review was performed for the reported lot 2506062; no deviations or non-conformances were identified during the manufacturing process that could have contributed to reported event. Additionally, six retained samples of lot 2506062 were used for additional evaluation. The product was visually inspected, no defects or damage was observed in any of the devices. Liquid was aspirated into the syringes and no presence of air bubbles was observed. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, no issues were found during the inspections of the reported lot. Based on the available information we are not able to determine a root cause related to our product or manufacturing process at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.